Event description:
It was reported the pt is having to recharge his ipg everyday, and he alleges the system is unable to maintain his therapy as the battery power drains. Surgical intervention is planned for a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.